Event description:
Customer reported the insulin pump had alarmed no delivery multiple times. Customer's blood glucose was around 130 to 135 mg/dl. Customer declined troubleshooting. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.